Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the system's battery pack. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a recharge voltage error. No pt injury was reported.